Event description:
It was reported that externalized conductors were seen under fluoroscopy. Lead was repaired with medical adhesive and suture sleeve. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.